Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported suture coming out of the vessel could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after suture deployment, the suture of the proglide device came out of the vessel without the knot formed. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than 8.5fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.